Event description:
The hosp reported that the histology examination of two pts' bronchoalveolar lavage (bal) samples showed mucor. The pts were treated with anti-fungal antibiotic. The histology examination of the simulated bronchial washing from the bf-160 showed candida.